Event description:
It was reported balloon ruptured at approx 12-15 atmospheres during a left arm arteriovenous fistula graft dilatation. During withdrawal of the balloon catheter through the introducer sheath, it was noted the balloon material detached and remained in the introducer sheath. The introducer sheath and detached balloon material were removed from the pt as a unit. Another balloon catheter was used to successfully complete the procedure. There were no pt complications involved. The pt's condition is good. The device has just been received by this MFR. A supplement report will be forwarded following the completion of the engineering eval. Without evaluating the device and without further details, co is unable to determine the cause of this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."